Event description:
Procedure: unknown. Reportedly, when the trocar was inserted into the pt, a piece of plastic came loose from the device and fell inside the pt cavity. The piece was retrieved without difficulty. No pt injury reported.